Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant, the lead was implanted in several position but consistently exhibited high impedance and high thresholds. The physician noted, the elderly patient had severe cardiac calcification. The calcified valve could be seen faintly under x-ray irradiation. No defect was found in the septum of the supersonic ventricle before operation, without further examination, the possibility of scar on ventricular septal myocardium could not be ruled out. The rv lead was removed and replaced with a different lead, and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; no anomalies were found. If information is provided in the future, a supplemental report will be issued.